Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, damage to an lcd screen was observed. The technician recommended replacing the device's lcd display to address the issue. In addition, the device did not meet acceptance criteria of evaluation process for missing feet and power cord clamp, rear and front case enclosure damage and needs to be replaced. No repair was performed. The device powered on and operated as it should. No significant events were discovered in the error log. The device is not needed for inventory and was scrapped.